Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that about 3 weeks after implant the patient picked something up and felt something burn or almost tear back there. Patient stated that he went to his regular doctor to ensure he didn't tear any stitches out and his doctor stated it looked good. Patient stated he continues to feel a burning sensation sometimes when he bends or twists in a certain way. Patient stated that he mentioned this issue to two reps. Patient stated he has not seen his hcp to check on the leads/implant yet however he wanted to get it checked but was told not to by the rep. The patient stated he met with a rep he was shocked and it as like "sticking my tongue into a 110 socket". Patient stated he has been scared to death since then. Patient stated he kept it turned down enough so that when he moves he does not get shocked. Patient clarified that "once in a while I get a little bit of tingle" but then he decreases stimulation and the tingle goes away. No further complications were reported/anticipated. Additional information was received from the patient. It was reported that the issue has not been taken care of. Patient reported they bent down and the burning sensation happened. Patient reported no steps or interventions have been taken yet. Patient reported their pain has tripled. On (B)(6) 2019 the patient's hcp increased their morphine. Patient reported their right side was painful to walk on. Patient had an MRI ordered. Additional information was reported that since the patient's fall about one month post implant the patient believes his stimulation has changed. No further information was reported.